Event description:
The customer received a blood glucose reading of 114mg/dl on the contour meter, re-tested on a different meter and the reading was 298mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. New meter kit and control solution were sent to the customer.